Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was further described as ¿the patient connection site between the dialysate bag and the catheter was touched by hand¿ and as a result was contaminated. Subsequently, the patient experienced peritonitis. It was not reported whether the patient was hospitalized for the event. On an unreported date the patient was treated for the peritonitis with injection (inj) reflin, 1 gm and inj fortum, 1 gm per day for one bag (duration not reported). On an unreported date, the patient discontinued dianeal therapy with apd (automated pd) and started treatment with physioneal for capd (continuous ambulatory pd). At the time of this report, the peritonitis was resolved and the patient was recovered from the peritonitis. No additional information is available at this time.